Manufacturer narrative:
(B)(4). As the device was not returned and the serial number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain alarm occurred during peritoneal dialysis on the homechoice. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. There was no patient injury or medical intervention reported. No additional information is available.